Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient started going to the bathroom again. No interventions occurred prior to the call and it was unknown if it was related to positional movement. The patient stated they were doing alright and at the time of the call they were having some problems such as going to the bathroom more. The patient stated they had the device on all the time but the last 8 months to a year they didn't have the device on. The patient noted that they used to feel stimulation but did not anymore. The patient wanted to check the unit as they were having problems. The patient stated they hadn't touched the programmer for about 8 months or maybe a year. The patient was not feeling stimulation and was going to the bathroom more and wanted to turn it back on. The patient stated they were not right in the last month or so meaning going to the bathroom more. The patient was redirected to their healthcare provider. Additional information from the patient on (B)(6) reported poor communication on the patient programmer. The patient stated the remote was not working. Patient services walked the caller through the remote and the patient would only get a question mark. The patient stated that they felt the implant was not working anymore and wanted to turn it back on. The patient stated the programmer not communicating for the last couple of weeks. The patient stated they had not felt stimulation in a long time. There were no further complications that have been reported as a result of this event.